Event description:
Pt sustained a left intertrochanteric hip fracture in 2004. They were hospitalized at another facility after the fracture and underwent open reduction and internal fixation. The hip prosthesis became infected and the pt was admitted to reporting facility 2 months later for removal of displaced hardware. Preop diagnosis was displaced left intertrochanteric leg screw and intermedullary compression hip screw. 2 days later pt was taken to surgery for removal of orthopedic hardware from the left femur in the proximal femoral area followed the left hip hemiarthroplasty under general anesthesia. A trochanteric fixation nail, helical blade, and interlocking screw were removed.